Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured c6 ophthalmic artery lateral wall aneurysm with a max diameter of 4 mm and a 5 mm neck diameter. The landing zone was 3.5 mm distally and 3.97mm proximally. It was noted that the patient's vessel tortuosity was minimal. It was unknown if the dual antiplatelet treatment (dapt) was administered. It was reported that by following standard procedure, the surgeon advanced phenom 27 to the distal m1 segment, using a ped-3.75-20 flex. After stent placement, the microcatheter was withdrawn. Approximately 15mm in, the stent tip failed to open smoothly. The procedure was then followed to retrieve the stent catheter and attempt further opening. The distal end of the stent opened slightly, fo rming a y-shaped structure, raising suspicion of stent damage. Upon withdrawal, the distal end of the stent was found to be damaged and unable to open successfully. Finally, flex4-20 was used instead, opening and deploying in one attempt, successfully completing the procedure. The angiographic result post procedure was normal. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H2/h3: product analysis as found condition: the pipeline flex shield was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. Both the distal hypotube and the ptfe shrink tubing were also intact, with no signs of elongation. The distal end of the braid was not open and frayed. The proximal end of the braid was found open and frayed. The pushwire showed no bends, and there were no defects in the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer's report of "failure to open at the distal" was confirmed, as the distal end of the braid was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damage to the braid, or deployment of the braid in a bend of the vessel. The customer indicated that the vessel tortuosity was minimal and the braid was not positioned in the vessel bend, which rules them out as possible causes. In this event, the damaged braid contributed to the failure to open. Such damage can occur from over-manipulation, improper deployment techniques, pushing or pulling the delivery wire against resistance, or deploying or resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the fail to open and damage were identified. The pipeline had not been placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline. The type of damage was not specified, it was only noted as, "distal structural damage."